Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the pcb. The battery voltage of all three batteries were measured to be lower than expected due to the internal corrosion. An external power supply was attached in an attempt at retrieving download data. Which was unsuccessful. The pcb was removed and reattached to the power supply in a final attempt at retrieving download data. Ultimately download data was unavailable due to the pod not being able to establish connection to the master pdm. As a result of the data loss, the presence of a hazard alarm could not be determined. A leak test was conducted in order to locate the source of the internal corrosion, no leaks were observed. The cause of the internal corrosion could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 36 and 48 hours. Investigation of the pod found corrosion inside the pod. The device was originally reported for a hazard alarm.